Event description:
While treating the pt with cosmoplast, the needle totally separated from the hub of the syringe, spilling product all over the pt. No injury was incurred by either the pt or practitoner. This event is being reported due to the possiblity of injury with future occurrence.